Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had cracked case near the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 149mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer was unsure if the drive support cap was loose, flush, or protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.